Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was "low"; however, a bg value was not provided and cause was unknown. Customer addressed bg level by consuming food. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Customer declined further follow-up from tandem technical support.